Event description:
It was reported that while in use on the patient, the pump experienced system error 2 and 4, and low battery alarms. The pt was transferred to another pump without any complications.